Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported button error alarm and unresponsive keypad. Customer's blood glucose was 145 mg/dl. Customer could not recall any significant events leading to the alarm. No additional information is provided.

Manufacturer narrative:
Insulin pump had moisture damage was noted on keypad traces. All buttons function properly. No button error alarms noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.